Event description:
It was reported that the sheath could not reach the right atrium. During a pulse field ablation (pfa) to treat paroxysmal atrial fibrillation a faradrive sheath was used, and it was unable to reach the right atrium after insertion into the patient. It was noted that the patient had a tortuous iliac vein. The procedure was cancelled. No patient complications were reported. The device is expected to be returned for analysis. This report is being sent due to the cancelled procedure.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, functional testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. Evaluation of the sheath confirmed the device was able to achieve and maintain deflection. Dissection of the sheath handle found the friction gasket torn apart with the base of the gasket adhered to the shaft of the sheath and the flange of the gasket adhered to the distal surface of the screw component, which would have prevented the steering knob from rotating when the gasket was intact. The reported clinical observations were confirmed by the analysis results. Initial reporter phone number: (B)(6).

Event description:
It was reported that the sheath could not reach the right atrium. During a pulse field ablation (pfa) to treat paroxysmal atrial fibrillation a faradrive sheath was used, and it was unable to reach the right atrium after insertion into the patient. It was noted that the patient had a tortuous iliac vein. The procedure was cancelled. No patient complications were reported. The device is expected to be returned for analysis.